Event description:
It was reported a leak between the infusion set and the reservoir compartment. The customer removed the reservoir and the reservoir compartment has insulin in it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.